Event description:
It was reported that during a stereotactic breast biopsy, the biopsy device was primed; however, it fired in the patient without being triggered. The patient received a minor superficial wound to the breast. The procedure was completed with another device. There was no report of serious patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file was missing patient, procedure and product details. Spoke with international representative regarding patient information missing from the file and was advised that (B)(6) has a privacy law that prohibits the transfer of patient data. Therefore, the patient details are unobtainable. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the procedure and product details (e.g. Date of event, mfg lot# and corporate lot#) that were not previously obtained during the initial investigation. The report source was unable to provide any details.

Manufacturer narrative:
The lot number was not reported; therefore, the device history records could not be reviewed. The investigation is inconclusive, as the sample was not returned for evaluation. Based upon the available information, the definitive root cause for this event is unknown. It is unknown whether procedural factors contributed to the event.